Event description:
The event is reported as: the stapler jammed during use. No pt injury reported.

Manufacturer narrative:
Eval conclusions - no corrective actions will be taken at this time. A CAPA had been opened to address this issue and was closed may 2009.